Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the missing ke45 from the distal forceps cover is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The ultrasound gastrovideoscope was returned to the service center for a separate issue. However, during the device analysis, no k345 adhesive at the distal end forceps cover was observed. There was no patient involvement.